Manufacturer narrative:
Initial reporter phone number: (B)(6). Investigation summary: this complaint is for contamination of phoenix ast broth (246003) batch 0364888. Customer provided two photos for investigation. The photos show foreign matter within the broth tube. Based on the photos provided, this complaint has been confirmed. A review of quality notifications on the complaint batch revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints for this batch. Complaint trending was performed and no trends were identified for this defect. Bd ID/ast plant quality will continue to monitor for trends associated with this defect and take action as required.

Event description:
It was reported that while using bd phoenix¿ ast broth bacterial contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "found in a tube phoenix ast broth, there is pollution, bacterial growth."